Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing and high out of range shock impedance measurements greater than 125 ohms. A chest x-ray was taken and noted a lead fracture. A lead replacement procedure was scheduled for an unknown date. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 used to address the surgical intervention that was undertaken.

Event description:
It was reported that this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 24.5 centimeters (cm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. Patient code 3191 used to address the surgical intervention that was undertaken.